Event description:
It was reported that a pt was being transferred from wheelchair to bathtub, using a lifter. While pt was in lift, the bracket bent, causing the pt to fall to floor. Pt suffered injuries.